Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set cannula bent event on (B)(6) 2024. Event occured on the first day of insertion. Insertion site was at abdomen. Blood glucose levels at the time of event were 580 mg/dl. Patient addressed the event with correction bolus. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.